Manufacturer narrative:
The unit was received at the international service center. The technician was unable to duplicate the reported alarm. However, review of the diagnostic event log identified occurrence of the reported alarm. The power management board was replaced and then no abnormality was found. Unit was inspected. Electrical safety test and run in test were performed. Software version was v.2.10. Unit was checked, run in tests done, then no abnormality was confirmed.

Event description:
The international customer reported alarm showing "check vent: backup alarm failed" occurred. V60 unit was replaced with the same model one. The unit was being used on a patient at the time the reported issue occurred; however, there was no adverse patient effect.

Manufacturer narrative:
The power management (pm) pcba was tested and no failures were identified.